Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to low isig readings and eis reading out of range 1024 hz, place sensor under microscope and found sensor flex damage. In summary, the customer complaint of unexpected sensor alerts was confirmed. Sensor failed for low readings, found sensor damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported differences in sensor and blood glucose values. Blood glucose value was 39 mg/dl and sensor glucose value was 73 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake and glucagon. The event involved product(s) mmt-431ag, mmt-1884, mmt-342g, mmt-7040a. Troubleshooting was performed. Difference between sensor and blood glucose at time of event was not within the target range. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-431ag, mmt-1884, mmt-342g. Mmt-7040a was requested and customer response was the device will be returned. The customer will discontinue using the device.